Event description:
Qc on aca theophylline was out of limits and imprecise; expected obtained 3.8-4.6 10.0, 10.7 16.9-19.3 13.0, 29.5 precision studies on two reagents lots; c7028a: 18.2, 31.4, 23.3, 17.8, 31.6 sd = 6.7 c7111c: 17.9, 18.6, 24.2, 18.8, 18.5 sd = 2.5.